Event description:
Smiths medical international ltd. Has been notified of an incident which occurred involving an embryo replacement catheter. During pretesting it was noted that the tip of the catheter was flat. Catheter was not used on a pt.